Manufacturer narrative:
Hamilton medical ag comes to the conclusion. Investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: detailed complaint and failure description. "Alarm "disconnection patient side", "turn fs", claim that device state that it's ready for use even if twin tubes for fs are connected the wrong way. This should be detected. Pls see info in attachments and linked emails. Claim that this is a problem and risk in general with ham ventilators. Customer made report to authorities (B)(6) 2023." Customer realized after the event that setup was wrong but consider it as a risk that it is possible to complete fs test/calibration with inverted twin tubing. Incident description summary. Turn flow sensor alarm due to wrongly installed flow sensor tubes.